Event description:
It was reported that a dependent patient was presented in the ICU feeling faint. During interrogation, the right ventricular lead exhibited a loss of capture. The lead was capped and replaced.

Event description:
New information notes the patient experienced muscle stimulation. This has been resolved after the lead was capped and replaced.

Event description:
Additional information notes the lead also exhibited high impedance.

Event description:
Additional information on 9/8/2014 indicates the lead also exhibited a fracture and insulation anomaly.